Event description:
It was further reported that the ra lead had been fractured and exhibited high out-of-range pacing impedance and noise. It was indicated that approximately six years later, the ra lead was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) and an alert for out of range pacing impedance. In addition, the rv lead exhibiting high threshold, short v-v, and oversensing/noise. It was thought the rv lead was possibly fractured. It was also noted that the patient¿s right atrial (ra) lead was ¿frayed¿. Initially the rv lead was programmed off. Both the rv and the ra lead were capped and replaced. No patient complications have been reported as a result of this event.